Event description:
Provider states that the consumer was going down his ramp and noticed the chair tip slightly forward because the gas locking cylinder was leaking. No additional information provided.